Manufacturer narrative:
(B)(4). Method: the complaint mr290 chambers were not returned to fisher & paykel healthcare as they have been discarded by the hospital. Our investigation is based on our knowledge of the product and photographs of the water leak provided by the hospital. Results: visual inspection of the provided photographs revealed that a drop of water can be seen at the connection between the feedset tube and spike. A lot check revealed no other complaints of this nature for lot number 121211. Conclusion: all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. It is possible that the glue at the spike tubing connection did not bond properly. We were unable to determine the cause of the leak. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the mr290 chamber was within specification prior to being released for distribution. The user instructions which accompany the mr290 chamber state the following: - "set appropriate ventilator alarm." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." Our monitoring and trending of complaints involving loose water bag spikes in mr290 chambers has a rate of occurrence of (B)(4) worldwide in the last year to the end of july 2013.

Event description:
A hospital in (B)(6) reported that a leak was found at the water feedset connection of 2 mr290 autofeed humidification chambers. No patient consequence was reported.